Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is under delivering insulin and have had keypad buttons that are not responsive. Customer's blood glucose was 226mg/dl at the time of incident. Troubleshooting found that the buttons were responsive at the end of the call, but no further troubleshooting was performed for the possible insulin under delivery of the pump. Customer was advised to monitor the pump and call back if any further issues.